Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing nerve stimulation in the device pocket. It was noted that the implantable pulse generator (ipg) may have migrated. The device was explanted and replaced. No further patient complications have been reported as a result of this event.